Event description:
A ge oec 9900 fluoroscopy system was reported to have degraded image quality on the left (live) monitor, there was also an issue when swapping images from the left monitor to the right monitor.

Manufacturer narrative:
A ge oec service representative investigated the issue and traced the issue to a defective cable between the display adaptor and image processor pcbs. The cable was replaced and system function restored. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.